Manufacturer narrative:
(B)(4). Device evaluated by MFR: unit returned with its original pouch. The unit returned has coil unraveled. The device has its core wire detached from its cover tip (spring cover). The exposed core wire measures approximately 180cm from its proximal end. It also presents its distal tip kinked and its spring cover is stretched. Dimensional inspection of the overall length and outer diameter (od) of distal tip of the device couldn't be performed because of the condition of the device. Od of middle of the device and proximal section are within specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
Reportable based on device analysis completed on 09-sep-2018. It was reported that guide wire flexibility problems were encountered. During preparation of a 035/180 amplatz super stiff¿ guide wire, it was noted that the guide wire showed no stiffness. The procedure was completed with another of the same device. No patient complications were reported. However, returned device analysis revealed guide wire distal tip detachment/separation.